Event description:
The m51p powered wheelchair was returned to the manufacturer with a report of multiple noted error codes. The wheelchair found it tested out of specification during the manufacturer's preliminary analysis.

Manufacturer narrative:
The manufacturer's preliminary and visual analysis noted the brake wire was melted to the shunt of the brush. No final determination as to the cause of the melted wire has been made. Further analysis and/or testing will be performed at a later date.